Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode in which the patient experienced supraventricular tachycardia (svt) with 1:1 conduction and received inappropriate anti-tachycardia pacing (atp) followed by two shocks. The first shock induced a ventricular tachycardia, and the device delivered a second shock that successfully converted the rhythm. Technical services (ts) reviewed the episode, discussed reprogramming options, and noted that a signal artifact monitor (sam) episode was also recorded. The ICD remains in service, and no additional adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode in which the patient experienced supraventricular tachycardia (svt) with 1:1 conduction and received inappropriate anti-tachycardia pacing (atp) followed by two shocks. The first shock induced a ventricular tachycardia (vt), and the device delivered a second shock that successfully converted the rhythm. Technical services (ts) reviewed the episode, discussed reprogramming options, and noted that a signal artifact monitor (sam) episode was also recorded. The ICD remains in service, and no additional adverse patient effects have been reported. Additional information received indicated that the patient had been experiencing slow vts which the device has treated appropriately. The physicians are evaluating the situation. No adverse patient effects were reported the inappropriate therapy aside from what was previously stated.